Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. The results of the investigation are as follows: verified item lot combination and reviewed manufacturing date. Returned item exhibits signs of repeated use and a corner of the post feature has fractured off all pieces were not returned. The device history records were reviewed for deviations and/ or anomalies with anomalies/ deviations identified: nce # 12776847 was written for discoloration and etch being illegible. After review it was found that discoloration doesn¿t distract from the aesthetic value and illegible etches are visible through magnification. All pieces were accepted. This device is used for treatment. Fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. In addition to the visual and optical microscopy analysis, a review of the dhf and dfmea was performed. Ongoing complaint monitoring confirms that the rate of instrument fracture is within the expected risk profile as specified in the dfmea. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tasp broke during trialing. Attempts have been made, but no further information is available at the time of this report.